Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. A close visual inspection showed the clip jaws had proper edges. The clip opened and closed outside of the endoscope, however the movement of the clip in and out of the housing felt rough. The device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gastrointestinal (gi) position with the tip in the maximum retroflexed position to simulate a worst case position. Once in the endoscope, the clip opened but was sluggish and required a slight movement of the deployment catheter back and forth in the scope before opening. The clip closed and successfully deployed on simulated tissue with an expected amount of force at the user handle. Once deployed the interior of the clip housing and hook of the drive wire were examined under magnification and no defects were observed that may have contributed to the observation by the user. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." The instructions for use state: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." During an attempt to deploy the clip, the device components are altered as the drive wire begins to pass through the clip driver. Once this occurs, the clip is in a partially deployed state and opening/reopening the clip jaws may not be possible. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." The instructions for use state: "precautions: if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook instinct endoscopic hemoclip. The following information was provided via the cook complaint reporting form: "a hemostasis clip was placed on a polypectomy site and would not deploy from the delivery device. It required the clip needing to be pulled off the tissue."